Event description:
Reportedly, the surgeon fired stapler in the usual manner, seemed to fire properly, turned wingnut counterclockwise two full turns at which point the instrument could not be removed. Continued turning the wingnut counterclockwise, at which point the anvil released from the instrument. The instrument was removed. The anvil was removed (pushed out). On removal of the anvil, the anvil was inspected and was in its tilt position, the donuts were inspected and were intact, the integrity of the anastomosis was checked in the usual manner and a leak was found in the posterior wall of the anastomosis and it could not be sutured at which point the procedure diverted to a loop illeostomy. Pt condition is reported as fine. The clinical device is not available. Samples are being returned for examination. Sex: unknown. Procedure: colectomy.